Manufacturer narrative:
Additional information: d10 (date device returned), h6, h11 (summary device evaluation). Investigation conclusion: the investigation found the implant damaged and separated from the pusher. The pusher was not returned for evaluation. The investigation found the implant's monofilament at the tie knot to exhibit a tensile break shape at the tip, which is consistent with the device experiencing forces exceeding the tensile strength of the monofilament, causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the implant damage, but the damage is consistent with the device experiencing forces exceeding its yield strength. The microcatheter used during the procedure was not returned, so the investigation could not determine if it had caused or contributed to the reported complaint. A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Manufacturer narrative:
The device was reported available for return but has not yet been received. The alleged product issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental report will be submitted. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
It was reported that the embolization coil implant was used in a partial splenic artery embolization (pse) procedure. The coil was prepared as per the normal procedure. While manipulating the coil in the microcatheter, the implant was unintentionally detached. The coil was then removed from the patient and another coil was used to continue the procedure. Subsequently, the procedure was successfully completed. There was no report of harm or injury to the patient. The patient's condition was reported to be "no health damage."